Manufacturer narrative:
The reported field event of sensing issue was not reproduced in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) upon receipt. Visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. Body fluid in the header was confirmed from visual inspection. However, the issue was consistent with having occurred during procedure. The device manufacturing history record was reviewed, and no anomaly was detected. Telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested normal on the bench.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with oversensing due to blood in the header from a previous generator change. The device was explanted in a procedure on (B)(6) 2024. Post-procedure the patient was recovering.